Manufacturer narrative:
Photos associated with the complaint were returned for analysis. As the smart card data was not returned, the analysis was unable to confirm the reported system error 129 and alarm #8 (blood leak photoactivation chamber). Review of the customer supplied photos could not confirm the crack in the photoplate. The photo shows possible blood/fluid in the weld area on the photoactivation plate. However, the investigation was unable to determine the cause of the leak. (B)(4). I.r (B)(4) 2016. Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot e327 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories system error (129), photoactivation module leak and alarm #8: blood leak? (Photoactivation chamber) and no trend was detected for these categories. Service order ((B)(4)) completed: service engineer removed lamp assembly, flushed out and disinfected; cleaned and dried lamps. Reassembled and tested ok and then performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. The evaluation of the photos, submitted by the customer, was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
Customer stated that they had a system error 129 message during the buffy coat collection and they rebooted the instrument as requested. They then received an alarm #8: blood leak? (Photoactivation chamber) and customer could see that the photoactivation module plate was broken and there was a leak in the photoactivation chamber. Customer aborted the procedure and did not return the blood to the patient. Patient was stable. Customer will submit photos for investigation.